Manufacturer narrative:
Initial.

Event description:
It was reported that a user could not see glucose readings in the ilet app after scanning a new freestyle libre 3 plus sensor to the abbott app, and the sensor was determined to be in use by another device. No adverse clinical symptoms reported. Outcomes included temporary interruption of dosing display with user education provided and a transfer to the partner organization for sensor replacement. User support included technical troubleshooting and user education regarding single-device pairing and proper setup. Investigation of this case revealed that the freestyle libre 3 plus sensor had been paired to the abbott app instead of the ilet app, consistent with use error and device communication conflict. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect sensor pairing workflow.